Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Additional information provided by the customer indicated no anomalies noted to the device during preparation/prior to use and continuous flush was maintained. In the case of this complaint it is most likely that the main coil detached prematurely inside the patient due to the patient anatomy, handling issues, and procedural factors encountered during use. However, this cannot be confirmed. Therefore, based on the information currently available the exact cause for the reported event cannot be determined. The subject device is not available.

Event description:
During the coil embolization procedure, it was reported that the coil (subject device) could not be placed well. So the physician decided to remove it, however, the main coil was prematurely detached in the microcatheter during removal. Then the coil was removed together with the microcatheter. The procedure was completed successfully after replacing the coil. No clinical consequences reported to the patient.